Event description:
Customer reported via phone call that insulin pump was not alerting when reservoir was low. During troubleshooting, it was found that insulin pump was alerting low reservoir but not alerting empty reservoir. Customer reports of being without insulin for six hours due to absence of empty reservoir alert. Customer's blood glucose was 400 mg/dl. Customer was given a choice to monitor insulin pump or to replace pump. Customer requested to replace insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.